Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump, informing the customer about the estimated delivery date of the replacement pump.